Manufacturer narrative:
One used device was rec'd and evaluated. Testing found the clave secondary port on the cassette of the tubing set was partially torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port. It was reported that the tubing set had been used to deliver either an unspecified concentration of saline or 5% dextrose in water, at an unspecified rate, via a plum pump. It was reported that after the patient was disconnected from the tubing set, it was noted that the semi-rigid adapter of the clave secondary port on the cassette of the tubing set had snapped or cracked. The customer contact indicated that the clave secondary port could be bent. It was reported that the clave secondary port was not accessed during the therapy. It was reported that it was suspected that the semi-rigid adapter might have cracked or snapped before use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. No specific details were provided. No add'l info was provided.